Event description:
Dealer reports that the monitor shut off without alarming. It was found "off" in the morning. Dealer reports this is the first of this type of problem that they have seen. There was no adverse incident.